Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. Patient's coumadin dose was held for 1 day based on the meter's result. No adverse event reported. Requested return of suspect system, however, the strips have been used and discarded. Replacements were sent.